Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient said he has been trying to adjust the settings lately and he is not feel anything. Sometimes the therapy doesn't help his symptoms. Sometimes less than 50%. Patient does take a lot of fluid in. Patient thought the therapy was supposed to help with after going the bathroom he wouldn't have to go back in again. Thought would help drain the urine. He had a trip last weekend. Didn't even get to the car and had to turn around and go back to the restroom. Before he would feel the stimulation at the smallest setting, especially at night. Now he isn't feeling stimulation. The therapy has helped. He was getting up 3-4 times a night, now getting up two so has cut it in half. Patient has issue with retention. Sometimes before get to restroom he starts leaking. He can't ever hit the spot with the communicator to find the device so his wife has to help him. She is always getting retry. His return of symptoms started probably two weeks ago. Helped patient change to a different program. Patient was able to successfully increase the stimulation. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Medical: patient mentioned he had an MRI three months ago or maybe longer, and he turned the therapy off and didn't put it in MRI mode. Patient said the therapy did work after the MRI though. He has a lot more stress, house burned down. Patient has an appointment to see the doctor next week. No further complications were reported at this time.